Manufacturer narrative:
The colonoscope was returned to the authorized repair center, where it was determined that the ccd camera assembly required replacement.

Event description:
A colonoscope was returned with a report from the user that the center endoscopic display image was not functioning. When queried, the complainant at the user site could not confirm whether or not the device was in use when the image loss occurred. There was no report of any associated injury or other adverse health event.